Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system explant due to an infection. It was suspected but not confirmed that the left ventricular assist device was the cause of the infection. The system was explanted and replaced. The patient was stable.